Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the implantable cardiac monitor (icm) exhibited undersensing. No changes or intervention was reported; the icm will continue to be monitored. There were no patient consequences.